Event description:
Revision of left primary knee components approx 4 years post operatively due to loosening.

Manufacturer narrative:
The device history record review provides assurance that the part was accepted with conformance to product requirements. Engineering evaluation is pending.